Manufacturer narrative:
D10 ( autosuture (x2), product ID - omsttsd30, lot # - p9f0562), h6 ime e2402: sinus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced bacterial infections, fluid collection, ulcerated granulation tissue, inflammation, fibrosis, hernia recurrence, small bowel obstruction, discharge, infected mesh, sinus, unable to exercise, uncomfortable bending over, redness, chronic exudating wound, scarring, skin excoriation from repeated dressings, pain, pus, abdominal pain, nausea, foul smelling discharge, swelling, hematoma, fistula, pepper-potted midline with gross deficiency of the anterior abdominal wall, attenuated scar, adhesive type obstruction, small bowel discomfort, skin breakdown, & constipation. Post-operative patient treatment included CT scan, x-ray, additional surgery, wound care, exploration of wound sinus, partial removal of mesh, suture removal, multiple hospitalizations, oral/IV antibiotics, use of orogastric tube, blood transfusion, PICC line insertion for tpn, & closure of sinuses.